Event description:
A malfunction alarm was reported, identified by code malf 12, but no notable events preceded this issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer through resetting the pump, which successfully resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to reach out again if any issues arose. No additional impact to the customer's blood glucose level was reported.